Event description:
The dealer stated the bolt holding the leg rests to the chair has been sheared off.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.